Event description:
Customer states that she obtained results of 45mg/dl, 124mg/dl, 55mg/dl, and 75 mg/dl within 10 minutes on the same device. No adverse event reported and no treatment received. Customer used quality controls on the device states and she received a result of 124mg/dl. Customer did not clarify if 124mg/dl in the 10 minute span was a blood glucose result or a quality control result. Quality controls were expired at the time of use. Requested return of suspect device and replacement was sent.